Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-02894. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, 90% stenosed 2.5x40mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilatation with an unspecified balloon inflated to 12 atmospheres (atms) and the placement of two overlapping taxus express2 stents (2.5x24mm, 2.5x16mm) both deployed at 16 atms. Post dilatation was performed with two balloons at maximum 18 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis and timi 3 flow. A 7000u of heparin was administered. The patient was discharged 2 days later on bayaspirin and plavix. No angina was confirmed at the 6 month follow up visit. On day 145, in stent restenosis was confirmed by angiography at a follow up visit. On day 161, reintervention using 3000u of heparin treated the 99% restenosed 2.5x10mm target lesion located in the mid rca placing a non bsc stent resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day in improved condition. No angina was confirmed at the 12 month follow up visit.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.